Event description:
It was reported that the user changed the infusion set before bed, slept through an occlusion alarm on the ilet pump, and awoke with a blood glucose of 391 mg/dl; the customer care agent confirmed the alarm was dismissed, instructed the user to detach, prime insulin through the tubing, and reconnect, after which reports showed glucose returned to range, indicating an insulin delivery occlusion was suspected and addressed through field troubleshooting and education. Investigation of this case revealed that an infusion set or tubing occlusion was suspected, but the precise cause remained unclear after successful resolution and return to range. Symptoms included hyperglycemia. Outcomes included temporary disruption to therapy without escalation of care. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.